Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician attempted to use an nc euphora rx device to treat a non- tortuous lesion in the lad that exhibited 75-80% stenosis. However, the unit would not deflate at the lesion site after first and second inflation. Slow deflation was encountered on the second inflation. They used a 50/50 solution and in the end had to use a 20cc syringe to pull negative to get it down to remove. After pulling negative pressure, balloon was removed. Difficulties were noted when removing the protective sheath/stylette from the device. No difficulties were encountered when advancing the device or during inflation.no patient injury.